Event description:
Following induction for general anesthesia, pt could not be ventilated. Pt suffered cardiac arrest. After intensive resuscitation regained vital signs. Subsequently, anesthesia equipment was evaluated and lumen of airway adaptor found to be occluded with a piece of polyethylene film (with a pinhole). Adaptor comes individually packaged (in a thin poly bag) and is placed in the anesthesia breathing circuit at the time of use. Origin of poly film occluding the lumen is unk. This is submitted with the expectation of confidentiality as provided for in 21 cfr 803.9 and 21 usc 360i (3).